Manufacturer narrative:
Per regulation (EU) 2016/679 (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore the information is not provided if implanted, give date: device removed and replaced during same procedure, therefore no date available. If explanted, give date: device removed and replaced during same procedure, therefore no date available. (B)(6). The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic broke off during implantation. The intraocular lens (iol) had to be removed and the surgery took twice as long. No patient injury was reported. Through follow ups it was confirmed that another lens was implanted instead. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 10 march 2022 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed the lens was received inside a specimen vial. The lens was observed with a detached haptic and a cut on the optic body. The lens was cleaned and no additional defects were observed. The handpiece was inspected and no assembly issues were observed before and after disassembling the handpiece; however, plunger rod tip damage was observed. The customer provided movie was reviewed the lens was observed to get stuck in the wound during insertion with the trailing haptic not folded. Furthermore, an iol with a detached haptic (detached haptic not in eye) after insertion was observed. The customer experience can be attributed to excessive force during insertion as suggested by the bent plunger rod tip that was returned. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.